Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap was missing in a large volume infusor. This was discovered before installing the chemotherapy pump. There was no patient involvement. No additional information is available.